Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire on a 5f exoseal vascular closure device (vcd) did not get caught on the blood vessels and fell out. There are no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside a clear plastic bag. Per visual analysis, the deployment button on the device was not depressed and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed. No damages were observed on the loop of the indicator wire. The indicator window was received on the white/black position and the guard was found locked; the back bleed port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. A visual inspection at high magnification revealed no damage to the indicator wire loop. Additionally, the device case was opened, and the internal mechanism was inspected using a vision system to enhance the image. The internal mechanism is correctly assembled, and no other anomalies were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device due to the nature of the complaint and due to the no anomalies found during the functional analysis, nor any anomalies found in the internal components. Since it was reported that the loop would not catch on the vessel wall, the nature of the complaint cannot be replicated in a lab. Therefore, with the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator wire on a 5f exoseal vascular closure device (vcd) did not get caught on the blood vessels and fell out. There are no reports of patient injury. The device was returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.